Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 30 mmol/l and the current blood glucose level was 5.6 mmol/l. The insulin pump received an insulin flow blocked alarm. The auto mode was active at the time of the incident. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.